Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 lot # 9226660 was reported, however, this is not a lot number manufactured for the reported catalog # 320883. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd nano¿ 2nd gen pen needle did not have expiration date. The following was received from the initial reporter: consumer reported found in home without an experation date on box. After obtaining the lot #, ndc # and rx date on the box it was determined this box is exprired and manufactured in 2009.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the box of bd nano¿ 2nd gen pen needle did not have expiration date. The following was received from the initial reporter: consumer reported found in home without an expiration date on box. After obtaining the lot #, ndc # and rx date on the box it was determined this box is expired and manufactured in 2009.